Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Concomitant medical products: other relevant device(s) are: product ID: bi71000480; lot/serial #: unknown. (B)(4). The manufacturer representative went to the site to test the imaging system. After 48 hours of continuous charging, the system's uninterruptible power supply (ups) returned to normal. They booked the new system for a new control board replacement. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the uninterruptible power supply (ups) on the mobile view station (mvs) could not boot up during installation. No patient was present at the time of the event.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: svc kit bi71000527 det pnl and cp2, serial/lot : (B)(6) ,g3: corrected the initial reporter as they are a medtronic employee. D10: det pnl and cp2 has been returned and is currently under analysis h3, h6: a second system checkout has been performed by a manufacturer representative. The representative found that the image acquisition system was able to drive and lift, but none of the other motions were able to be performed. The gantry control box was unable to communicate with the system, so it was replaced, and the system functioned as intended. C62992, fdm10, fdr114, fdc4307 are applicable to the first system checkout. C76126, fdm10, fdr120, fdc4307 are applicable to the second system checkout. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2, h3: product analysis of concomitant product (ID: bi71000527) confirmed the reported complaint. The representative installed motion control gantry on the system. The system did not initialize. Motion did not ready. Image acquisition system (ias) firmware installer confirmed motion control firmware failure. Installed version is na. An attempt to upgrade failed. Previously reported codes 10, 120, and 4307 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.